Manufacturer narrative:
(B)(4).

Event description:
It was reported the doctor found the cuff leaking during the function test, prior to patient use. A new device was used.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed there was a brown stain in the tube near the cuff area and tape residue was found on the tube. No other issues were observed. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the clear cuff was able to maintain pressure at 25mbar; however, the blue cuff could not be inflated. A water leak test was then conducted on the returned sample by immersing it underwater. Air bubbles were observed flowing out from the blue cuff. The area of leakage was observed under magnification and a pin hole was found on the blue cuff. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. The information from the customer indicates the issue was detected prior to use; however, the stains and tape found on the tube suggest the tube may have been in use. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed.

Event description:
It was reported the doctor found the cuff leaking during the function test, prior to patient use. A new device was used.